Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported their programmer does not work and they saw a contact doctor code. Patient reported the night prior to the report their stimulator started zapping them and they couldn¿t control it. They were trying to go to bed and the device went crazy on them. The device was increasing and is higher than they normally have the stimulation. They were told to use the recharger to turn stimulation off/on. No further complications reported/anticipated.